Event description:
It was reported that a pump alarm occurred during insulin pumping, specifically alarm 30. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was assisted by technical support in loading a new cartridge following the correct procedure, and they were able to successfully resume insulin therapy.